Event description:
Subsequently, boston scientific received information from the local representative that attempts with two other rv defibrillation leads (model#0157 and model#0158) had been unsuccessful due to patient condition (severe tricuspid regurgitation (tr)). There was no induction testing and no shorted lead conditions with these leads.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device and lead were thoroughly inspected and analyzed. Visual inspection of the lead identified induced damage likely incurred during the implant procedure. Resistance testing verified the electrical integrity of the lead. Analysis did not identify any lead characteristics that would have caused the low, out-of-range shock impedance measurement the device recorded. Visual inspection of the device identified no anomalies. Review of device memory confirmed that during episode 2 (dft testing), the device recorded a low, out-of-range shock impedance measurement. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The device case was removed to facilitate analysis of the internal components. Detailed analysis identified a product performance issue with the super output module (som). The som is an assembly that contains the discrete silicon components for both the high voltage defibrillation output circuit and the pace output circuit. Its main function in the device is to provide the discrete switches necessary to deliver defibrillation and pacing therapies. The issue identified during analysis resulted in the observed open plasma fuse and recording of the shorted shock lead fault.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were an attempted implant. The rv lead was hooked up to the ICD and normal lead diagnostics were observed. Defibrillation threshold testing was then performed. The patient was successfully induced but during detection the device displayed that a shorted lead condition had been detected. The device delivered a 21 joule shock which did not convert the patient. The patient had to then be externally defibrillated. When the episode detail of the attempt was reviewed, the system displayed a less than 20 ohm shock impedance measurement. The physician then tugged on the lead and the lead/device connection was noted to be good. The pace/sense portion of the lead was tested through the pacing systems analyzer which resulted in normal lead diagnostics. The high voltage portion of the lead was not tested. At that time, a new ICD was implanted. The local boston scientific field representative discussed the case with boston scientific technical services (ts). Ts recommended that the lead also be explanted and replaced. The lead was then explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.